Manufacturer narrative:
The device associated to this report is expected to be returned for investigation.

Event description:
The company received a report from a biomedical engineer that the audio on the device is intermittent. The reporter claimed that the speaker is providing a "clicking sound and barely providing any audio". No pt involvement.